Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements and oversensed noisy signals. Technical services (ts) reviewed the device data, observed oversensing on stored signal artifact monitor (sam) and atrial tachy response (atr) episodes and pacing impedance measurements greater than 3000 ohms. Ts recommended to further evaluate this ra lead in a in-clinic visit. No adverse patient effects were reported. This ra lead remains in service.